Manufacturer narrative:
Investigation summary: bd received photos for investigation. For lot 5087772, the batch information of one tube was not visible in the customer photos, so bd will assume that the tube belongs to batch 5087772. The photo displayed the tube with a disfigured shield. Additionally, 30 retained samples from lot 5087772 underwent visual inspection for shield defects, and none of these samples failed the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5087772, for the indicated failure mode: damaged cap. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the closure shield was disfigured in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the closure shield was disfigured in one device. No adverse impact was reported regarding the patient or user.